Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was 81 mg/dl at the time of incident. Customer reports the time clock does not advance. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try pump with remote. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No device heating problems were noted during testing. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected frozen screens or unresponsive keypad button issues were noted during calibration. (B)(4).